Event description:
It was reported that the customer was hospitalized for dka. Prior to the event, the customer's family member called the helpline for assistance with a set change. It was indicated that the customer was being treated with an insulin drip. The family member will call back when family member has the pump to troubleshoot. No further details.